Manufacturer narrative:
(B)(4). A service history review and device history review revealed no previous events related to the reported condition. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was not hospitalized prior to death. Pd therapy was being performed at the time of death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. There was no evidence of fluid or moisture found within the device. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events. There was no failure or malfunction identified that could have caused or contributed to the reported event.